Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with a corneal abrasion one week post photo refractive keratectomy. The patient complained of the eye watering, being irritated and red. A new bandage contact lens was placed on the eye and the patient resumed the antibiotic drop. Additional information received; the symptoms resolved three days after onset. Although the optometrist is unsure what caused the abrasion he does not feel treatment can be ruled out.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior and after the day of the event. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The manufacturer internal reference number is: (B)(4).